Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the pdu had no power and dcps was defective. The defective pdu fan tray and dcps were returned for analysis, and it was concluded that the 24v power supply was not working. Fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.